Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The distributor was in possession of the pump at the time of event. There was no impact to the customer.